Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The infusion device delivered bolus amounts of 15 units, 18 units, and 8 units at different times without control. The patient experienced hypoglycemia with a blood glucose result of 2.2 mmol/l. The patient experienced unconsciousness and was taken to the hospital. The type of treatment given to the patient at the hospital was unknown. It is unknown how long the patient was in the hospital. The infusion device cannot be returned due to legal and customs issues.